Event description:
Complainant alleged that during a routine shift check by clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.